Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy and rupture.

Event description:
Patient representative reported left side rupture and "silicone found in the ganglion." The device remains implanted.